Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for thumbpress missing on lot # 8043621. Investigation summary: customer returned (2) 1/2cc, 12.7mm, 29g syringes (1 in a sealed blister pack, 1 in an open blister pack) from lot # 8043621. Customer states that the plunger top of the syringe was found missing. Both returned syringes were examined and both exhibited a broken thumb press. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8043621. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 27jan2020, (B)(4) received a complaint, via pictures, from material 326769, batch 8043621. Visual inspection of the pictures showed two syringes in their blisters with the plunger thumbpress missing. One of them is loose inside the blister. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger and needle assembly) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Maintenance dispatch (B)(4) was created during the production of this batch at the assembly operation for the tops of the plungers getting cut off. The issue was resolved by clearing the jammed plungers out of the dial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in bls 100bx au plunger was missing. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the user complained that the plunger top of the syringe was found missing.